Event description:
It was reported that during a pulse field ablation procedure was performed with a faradrive sheath. The sheath flushed fine during preparation. When the physician inserted mapping catheter into sheath in a patient, and performed aspiration and flush, aspiration drew in a ton of air. No patient complications and procedure was completed successfully with a new sheath. The device is available for return.

Manufacturer narrative:
Additional information updated with event details, procedure outcome, product details, physician. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation procedure was performed with a faradrive sheath. The sheath flushed fine during preparation. When the physician inserted mapping catheter into sheath in a patient, and performed aspiration and flush, aspiration drew in a ton of air. No further information was provided.